Manufacturer narrative:
The customer provided the hmi (hygiene microbiological investigation) results. The customer hmi results reported the endoscope device channel (all channels) tested positive with microorganism with the following: two cultures performed with the following dates below. Culture test on (B)(6) 2022 for (bacteria revivable at 37 degress cfu/endoscope) - device tested positive with (ps aeruginosa greater than 500 cfu/ 100 ml and stenotrophomonas greater than 500 cfu/ 100ml). Last disinfection on march 21, 2002 culture test for (bacteria revivable at 37 degrees cfu/endoscope) on (B)(6) 2022- device tested positive with ps aeruginosa greater than 500 cfu and klebsiella pneumo greater than 500 cfu. Last disinfection on march 15, 2022. The ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) performed a culture test for the device after the device was reprocessed the results reported the endoscope device channel (all channels) conforms. Culture test results of revivable micro-organisms detected coagulase staphylococci negative with 1 cfu/100 ml and 1 cfu/endoscope. The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. The device was then returned to rrc (regional repair center) france olympus for device evaluation. The device inspection and evaluation findings noted below: insulation d/e resistance value is out of specification. The light guide lens was found cracked and a-rubber glue (bending section) noted white clouded. The connecting tube (insertion part) observed with wrinkle (10 mm from glue). Buckles observed on universal cord. The connector plug found shaved and angulations were out of specifications. Biopsy channel worn, with no malfunction reported (coloring/scratch noticed inside the channel). Channel cleaning brush passage using nj4072 is correct without feeling any difficulty. All channels are clean and free from foreign material. Below are information on customers cds checklist: cds: paa_cds machine soluscope 4. Aer/ewd reprocessor: model soluscope 4. Detergent name: soluscope clnet paa. Disinfectant name: soluscope clnet paa. Pre-cleaner used when swabbing (desinfectant)= aniosyme x 3. Brush used: allyn medical , model: scope clean. Pre-cleaning: following all procedures. Scope storage: cabinet model dsc 8000. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to recommendation. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.